Manufacturer narrative:
Device was discarded following use.

Event description:
It was reported that a (B)(6) female with osteoporosis presented (B)(6) 2013 with a pathological compression fracture l1 treated with cortoss. Mild leakage of cortoss was spotted at the time of procedure into the t12 l1 disc space but not deemed abnormal or significant. She represented with some lower back facet joint symptoms which required treatment. She represented again with a further vertebral fracture at t12 in (B)(6) 2013. At this time the cortoss and previously treated l1 looked fine. Cortoss was used again to treat the new t12 fracture then there was a gap between visits. New presentation with increasing pain and difficulty walking in (B)(6) 2013. The current assessment reveals no explicit neurological deficit, but increased pain consistent with spinal stenosis. Surgeon reports that there is the appearance of heterotopic bone formation in the area of the t12 l1 disc space. The patient is being investigated for the exclusion of infection but the surgeon was also suggesting that this might be related to the cortoss that leaked into the t12 l1 disc space. Communication is ongoing with the surgeon and a biopsy is currently being tested to identify a potential infection. A follow up report will be submitted once the patients condition is clearly identified.

Manufacturer narrative:
The images and biopsy results were reviewed by stryker corporate vp and global medical directors. It was confirmed that the images are consistent with the report made by dr (B)(6), the event reporter, namely that the patient developed para-vertebral heterotopic bone formation following the second use of cortoss associated with a t12 vertebral body fracture. Biopsy reports supplied to stryker indicate no evidence of infection, and the formation of new bone in association with ¿refractile crystalline material¿ which is probably consistent with un-resorbed cortoss. It remains unclear how cortoss contributed to the reported event. Based on the reported leakage at the time of the kyphoplasty, it is possible that cortoss came into contact with para-vertebral bone fragments associated with the vertebral body fracture. If this bone was viable, cortoss may have potentially contributed to the heterotopic bone formation because of its osteoconductive properties. Further a device history review did not reveal any manufacturing anomalies that could have compromised product qualities.

Event description:
It was reported that a (B)(6) female with osteoporosis presented (B)(6) 2013 with a pathological compression fracture l1 treated with cortoss. Mild leakage of cortoss was spotted at the time of procedure into the t12 l1 disc space but not deemed abnormal or significant. She represented with some lower back facet joint symptoms which required treatment. She represented again with a further vertebral fracture at t12 in (B)(6) 2013. At this time the cortoss and previously treated l1 looked fine. Cortoss was used again to treat the new t12 fracture then there was a gap between visits. New presentation with increasing pain and difficulty walking in (B)(6) 2013. The current assessment reveals no explicit neurological deficit, but increased pain consistent with spinal stenosis. Surgeon reports that there is the appearance of heterotopic bone formation in the area of the t12 l1 disc space. The patient is being investigated for the exclusion of infection but the surgeon was also suggesting that this might be related to the cortoss that leaked into the t12 l1 disc space. Communication is ongoing with the surgeon and a biopsy is currently being tested to identify a potential infection. A follow up report will be submitted once the patients condition is clearly identified. Update - the surgeon was able to provide biopsy reports and MRI images of the patients condition over the past two surgical procedures. The biopsy results were negative for infection and the images were consistent with the reported para-vertebral heterotopic ossification.

Manufacturer narrative:
Update 09jul14. Complaint information and mris were provided for a comprehensive medical evaluation. Throught this evaluation the event was confirmed to not be heterotopic ossification but rather fracturing at the l1 which contained cortoss.

Event description:
It was reported that a (B)(6) female with osteoporosis presented march 2013 with a pathological compression fracture l1 treated with cortoss. Mild leakage of cortoss was spotted at the time of procedure into the t12 l1 disc space but not deemed abnormal or significant. She represented with some lower back facet joint symptoms which required treatment. She represented again with a further vertebral fracture at t12 in april 2013. At this time the cortoss and previously treated l1 looked fine. Cortoss was used again to treat the new t12 fracture then there was a gap between visits. New presentation with increasing pain and difficulty walking in november 2013. The current assessment reveals no explicit neurological deficit, but increased pain consistent with spinal stenosis. Surgeon reports that there is the appearance of heterotopic bone formation in the area of the t12 l1 disc space. The patient is being investigated for the exclusion of infection but the surgeon was also suggesting that this might be related to the cortoss that leaked into the t12 l1 disc space. Communication is ongoing with the surgeon and a biopsy is currently being tested to identify a potential infection. A follow up report will be submitted once the patients condition is clearly identified. Update - the surgeon was able to provide biopsy reports and MRI images of the patients condition over the past two surgical procedures. The biopsy results were negative for infection and the images were consistent with the reported para-vertebral heterotopic ossification. Update 09jul14. Complaint information and mris were provided for a comprehensive medical evaluation. Throughout this evaluation the event was confirmed to not be heterotopic ossification but rather fracturing at the l1 which contained cortoss.